Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left total hip arthroplasty. The shell had to be replaced as the locking ring was found to be in a dislocated nonstandard position. No other complications were noted reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the lock ring is deformed and partially removed from the lock ring groove. The orientation of the lock ring tabs indicates the lock ring was installed correctly. Damage is seen on the inner surface of the shell. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown liner. Source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup as the locking ring was found to be in a dislocated nonstandard position. A similar cup was used to complete the surgery in which the liner assembled without any issues. Attempts have been made and additional information on the reported event is unavailable at this time.